Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material. False positive over temp. Real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material. These were submitted as paper copies on (B)(6) 2016 because we could not get the emdr tool to work and we had been instructed to submit them in paper form. They were returned on 8 mar 2016 by usps mail with a notification that paper copies were no longer accepted. Follow up with FDA advised us to include an explanation of when we attempted to submit the reports via paper.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.